Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for repair of a ventral hernia. A sepramesh ip and bard flat mesh were implanted to repair the hernia defect. (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it. The patient was alleged to be injured severely and permanently. The attorney further alleges the patient has suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with multiple ventral hernia and scheduled for open repair. Per the operative notes ¿a large underlay mesh was placed in the abdominal cavity, coated side toward the viscera, (sepramesh ip 8¿¿x12¿¿, device #1). Because of the patient¿s prior recurrences, a second piece of simple marlex mesh (bard flat mesh 10¿¿x14¿¿, device #2) was placed over this¿ and sutured. This effectively produced a double mesh repair. (B)(6) 2011 - patient had abdominal pain, probable intra-abdominal adhesions and was scheduled for laparoscopic ventral hernia repair. Per the operative notes: dense adhesions were noted and excised. ¿app. 3cm recurrent ventral herniation in the left upper abdomen at the edge of the previously placed mesh was noted. An onlay patch of coated mesh (non-bard/davol synthetic mesh, 3.5¿¿) was placed¿. (B)(6) 2016 - patient was diagnosed with mesh infection with enterocutaneous fistula and underwent mesh removal. Per operative notes: the abdomen was opened through a midline incision; the mesh was dissected free from the surrounding tissues and underlying bowel. An enterocutaneous fistula at the upper right corner of the mesh was found. The lower intestine was densely adherent to the mesh at the site of fistula. A plastic sheeting was placed over the abdominal viscera. The mesh and small bowel (~10 inches) were resected. A 2nd piece of mesh (no product identifiers provided) was placed to bridge from the deeply placed subfascial sponge up to the skin edge. (B)(6) 2016 - patient underwent exploratory laparotomy for compartment release (240cm), wound vac removal and ventral hernia repair with biological mesh. Per operative notes ¿non-bard/davol (biological) mesh was obtained, placed in an underlay fashion. After completion of the mesh herniorrhaphy, redundant inflammatory fascia in the midline was excised to allow an easy approximation of the fascia over the marlex mesh¿. Attorney alleged that the patient had adhesions, bowel obstruction, bowel perforation, bowel removal, fistulae, infections, mesh migration and pain.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. To date no medical records have been provided. The information provided indicated that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to we have not identified this to be a reported device explant at this time. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the bard flat mesh implanted. A second emdr has been created to address the sepramesh ip. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. About 1 year post-implant of the sepramesh ip and bard flat mesh (device #1 and device #2), patient underwent hernia repair with implant of non-bard/davol mesh and over 5 years later, patient was diagnosed with fistula, underwent infected mesh removal and repair with implant of non-bard/davol biological mesh. Per operative notes ¿the mesh was dissected free from the surrounding tissues¿; based on the anatomical location and area of mesh and bowel removed, devices #1 and #2 are considered to be removed. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists adhesions, fistula and hernia recurrence as possible complications. The warnings section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis". This supplemental emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the sepramesh ip (device #1). Updated fields: a2, b4, b5, b6, b7, d4 (UDI no.), d6.b (date of explant), e3, g1, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific failure mode or patient injury was alleged. To date no medical records have been provided. The information provided indicated that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is being referred to we have not identified this to be a reported device explant at this time. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the bard flat mesh implanted. A second emdr has been created to address the sepramesh ip. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for repair of a ventral hernia. A sepramesh ip and bard flat mesh were implanted to repair the hernia defect. On (B)(6) 2016 - the patient underwent an additional surgery to repair the hernia defect and remove it. The patient was alleged to be injured severely and permanently. The attorney further alleges the patient has suffered and will continue to suffer physical pain.